Event description:
The surgeon reported that during the implant surgery, the pt experienced a gusher due to an abnormal incus. All device electrodes were inserted. The pt was successfully implanted. On (B)(6) 2011, no post-op complications were reported.

Manufacturer narrative:
Advances bionics considers the investigation into this reportable event as closed. The pt's device remains implanted. This is the final report.